Manufacturer narrative:
We have received the complaint device for evaluation. However, we observed the side of the foil pouch that the customer reported to have a cut to be completely ripped. We have observed the reported incident in the picture that the customer previously provided to us showing a small slit on the top right section of the packaging foil pouch. We have also received the outer box that was used to package this foil pouch. We observed one side of this box to be damaged. The hole that we observed in the foil pouch corresponds to the damage that was observed on the outer box of the f3 shunt. Based on our evaluation, it is likely the foil pouch was damaged during shipping the device to the user facility. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Therefore, we believe that it was an isolated incident. The defect was detected by the surgeon during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, user found a small cut on the outer packaging of the f3 carotid shunt. Device was not used for the procedure.